Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the patient experienced a capsular rupture. The lens was subsequently removed and the surgeon implanted a special iol for the sulcus. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint could not be confirmed. The iol was returned positioned correctly in the iol case. Solution was dried on the iol. One haptic was broken/torn and not returned. The optic is scratched/marked - rejectable. The root cause cannot be determined. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).